Manufacturer narrative:
Following our receipt of the two returned used partial sensors (needles do not return) and performed visual inspection to one random sensor and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Unable to confirm needle anomaly due to customer did not return insertion needles. Performed bicarbonate buffer test and sensor failed per specifications due to low isig readings place sensor under microscope and found sensor flex damage. See attached file for details. In summary, the customer complaint of unexpected sensor alerts was confirmed. Sensor failed for low readings, found sensor damage. The customer complaint of blood at site could not be confirm due to customer did not return insertion needles. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and the sensor was not working. Also, the customer reported the discrepancy between the sensor glucose and blood glucose, and the sensor was bent. The customer reported a blood glucose value of 85 mg/dl and a sensor glucose value of 140 mg/dl. The customer reported hypoglycemia was treated with the glucose/carb intake and the blood at the site. The event involved products mmt-7020a, mmt-1880, mmt-441ah, and mmt-342g. Troubleshooting was performed, and the sensor glucose vs. Blood glucose difference was not within the target range. Troubleshooting was not performed for low blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-7020a, mmt-1880, mmt-441ah, and mmt-342g.